Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the perfusionist noticed the venous occluder cover was cracked. The device was not changed out and the procedure was performed without the use of the occluder. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Investigation in process, but not yet complete.